Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited backup vvi operation after being exposed to therapeutic radiation. The pulse generator was reprogrammed successfully. No patient symptoms were reported.